Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the defibrillation conductor was fractured. It was noted that the distal conductor was distorted, there was blood/body fluid on the outer tubing overlay, outer tubing overlay cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
The right ventricular lead was returned with a complaint of infection and has tested out of specification. No other complaints have been made against the lead. No further patient complications have been reported as a result of this event.